Manufacturer narrative:
A sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "poor cutting probe" (failure to cut); "sound was odd, more noisy and louder" (no code available). A nurse reported poor cutting during the surgery. Cutting was very poor at very beginning and started slow like a diesel engine and sound was odd, more noisy and louder. This occurred during central vitreous cutting. There was no impact to the eye except everything was slow and cutting inefficient compared to the earlier cases. After changing the cutter the surgery was completed without risks or harm to pt. The case was delayed but not much. This is the first of two reports being filed for this facility.